Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist discovered that the wash probes did not work properly for this patient sample. The quality controls were within range and this was the only discordant result observed. The sample was rerun on the same instrument prior to troubleshooting and resulted as expected. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted lower. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.